Event description:
It was reported that the insulin pump alarmed compromised force sensor system during rewind/prime sequence. Customer's blood glucose was 181 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. The insulin pump had missing end cap sticker, cracked case at the display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.